Manufacturer narrative:
Analysis of the software, case part 253882, determined that the network configuration, firewall setting/proxy setting was incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that they were unable to download any exams. It was noted that the site changed their network connection settings recently and physically moved the unit in their campus from one end to the other. The manager said that the system is able to echo dicom successfully but gets a timeout when trying to query. No patient was present at the time of the event. A manufacturer representative went onsite and found that pacs had updated the ip addresses on their end but did not relay this to the rest of the staff. When the ip address was updated on the navigation system to match, the issue was resolved.